Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with unknown gel breast implants which the left side ruptured after implantation. The issue was confirmed by mammogram examination. As a result patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 01/9/2019, upon receiving of the device, the identity was revealed as lot number: 271497, and catalog number 3543757. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary completed on (B)(6) 2019 : upon receipt by mentor, the gel contained in the device appears clear. Red material and gel was observed within the device or on the shell surface. Upon initial inspection the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to d some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Determine the root cause of such damage or the etiology of the red material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 1/28/2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on (B)(6) 2019, indicated that the patient had issue bilaterally with ptosis. Patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504504bc. Serial number (B)(4) and right replaced with catalog number 3504504bc, serial number (B)(4). Date of implantation was on (B)(6) 2004. This report is for the right implant manufacturer¿s reference number: (B)(4).